Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient received a merlin alert for device in backup mode noted via follow-up remote. Review of session records noted that the device went into backup mode during a daily alert check from merlin interference. Device was restored to previous settings. No patient consequences were reported.